Event description:
This x-ray system randomly reboots with an error, 40 which is a communication related error. No patients have been injured.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.